Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet indicated it was charging on the supplied charger for approximately one hour but the battery increased by only 1 percent, and the same behavior occurred when a different outlet was used; charging with a third-party induction charger restored normal charging performance. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer troubleshooting and education, verification of power source, and shipment of a replacement charger. Investigation of this case revealed a charger performance issue consistent with inadequate charging effectiveness, with normal device function when an alternative charger was used. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the external charger.